Event description:
It has been reported that during preparation of the device, the balloon failed to inflate. Allegedly, the balloon appeared to be degraded. There was no patient involvement. The device is being returned for evaluation.